Event description:
Reporter has rec'd some of the er1 messages, however, reporter thinks he did not know how to use the meter properly. Reporter stated that, in contrast, when visiting nurse used the meter it worked fine.